Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Whether the hearing performance is affected is unknown. No incident of an accident or trauma was reported. The legal guardian of the patient says that the patient seems to understand speech at normal loudness and shows reactions to commands. The child is not able to speak.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Since 2013 situ measurements showed fluctuations in electrode impedances which temporarily return to normal range. Testing showed fluctuations in all electrodes except channel 10 and channel 12 (which appeared to be at status hi while turning the head to the left. If the head is in normal position and pressure is put on the implant side, in situ measurements are within normal range. Whether the hearing performance is affected is unknown. No incident of an accident or trauma was reported. The legal guardian of the patient says that the patient seems to understand speech at normal loudness and shows reactions to commands. The child is not able to speak. The patient has been re-implanted on (B)(6) 2017.